Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the right coronary artery. The 182cm pt graphix guide wire was advanced to the target lesion. However, the tip of the guide wire broke off in the patient. The physician attempted to retrieved the detached tip with a snare but was unsuccessful so the tip remained inside the patient. The procedure was not completed due to this event. No patient complications were reported and the patient's status is stable and is under observation.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).